Manufacturer narrative:
Device paired successfully to commercial mobile app. My inpen menu displayed: the following test values were dialed and dosed: 4.0u, 4.0u, 4.0u, 4.0u these values displayed accurately in the logbook. However, two 16 units values were dialed, and 13.5 u and 14.5 u were recorded. The inpen values of 16 units transmitted did not matched bolus dialed, problem was isolated to electronic assembly.

Event description:
The customer reported via phone call that they needed assistance in pairing the insulin pen for the first time. During troubleshooting, pairing was not successful. No harm requiring medical intervention was reported. The insulin pen will be returned for analysis.